Event description:
It was reported that: the bypass tube had a difficult interaction with the hemostatic valve. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4), the device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.2713%. Case details were reviewed. No issues were encountered advancing or withdrawing the procedural sheaths. Following the tavi procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The physician resolved the bypass tube complication manually and was able to complete the closure. No medical intervention was performed due to the bypass complication. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the bypass tube had a difficult interaction with the hemostatic valve. Additional information has been requested from the account.